Event description:
Philips received a complaint by the biomedical engineer (bme) on the v60, indicating that a high blower temperature alarm error occurred. The device was in use on a patient at the time the reported issue was discovered, and it was taken out of service. There was no reported harm to the patient or user. The biomedical engineer (bme) called technical support to report that a high blower temperature alarm error occurred. The remote service engineer (rse) asked the bme to check the significant log to see if the 1122 (blower temp high) error code was logged-- if not, the rse recommended that the bme should replace the blower assembly and motor controller (mc) printed circuit board assembly (pcba). Per good faith effort (gfe) response received 16may2024, the bme stated that the air inlet filter needed to be replaced. The device passed the required performance verification tests per philips standard and was returned to service. Per the service manual, it is recommended to remove and inspect the air inlet filter. The preventive maintenance (pm) schedule requires that the air inlet filter should be inspected and replaced at regular intervals to ensure proper system performance. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.